Event description:
It was reported that the device battery depleted earlier than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant medical products: 5076-58, implantable pacing lead, (B)(6) 2013.